Event description:
Reportable based on analysis approved on (B)(6) 2014. It was reported that crossing difficulty was encountered. The 90% stenosed, 10x5.0mm, eccentric and de novo target lesion containing a significant >45 and <90 lesion bend was located in a mildly calcified and severely tortuous distal left anterior descending (lad) artery. Following a non-bsc guide wire, predilation was performed using an unspecified balloon catheter. A 12 x 5.00mm taxus¿ liberté¿ drug-eluting stent was then selected to treat the target lesion. Upon insertion, resistance was felt and the device failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual examination of the stent found that the crimped stent on the device was damaged. Stent struts throughout the entire distal portion of the stent were deformed, bunched, stretched and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a kink in the shaft 800mm distal from the strain relief. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).